Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The field service engineer (fse) confirmed the reported issue. The fse reported that customer has elected to retire the unit and not have the unit repaired. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator had a high internal o2 alarm. There was no patient involvement.